Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and confirmed a defective right mtm arm through review of the system logs and via testing. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The mtm grip pad involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, intuitive surgical, inc. (Isi) received the mtm arm involved with this complaint and completed the device evaluation. During failure analysis, the mtm was tested (sine cycle) and failed identifying a defective axis 7 motor.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy - chest anastomosis surgical procedure, the customer reported persistent error faults with the right master tool manipulator (mtm) arm. The customer received phone assistance from the technical support engineer (tse). It was stated that user was unable to resolve the issue and the surgeon elected to continue with the procedure using another surgeon side console (ssc). The tse confirmed error code 23017 in the system logs. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed using another ssc with no reported injury.